Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of after catheter placement a dvt and superficial vein thrombosis occurred could not be confirmed. The customer returned one 2 lumen PICC catheter. During the initial visual examination, the catheter appeared typical but used since it was yellowing and was cut off at the 45 cm mark. Microscopic examination revealed four small bubbles within the coating on the catheter surface. The bubbles were observed just below the juncture hub between the 1/54 and 1/53 cm marks. The bubbles passed the visual standard when measured. Microscopic examination also revealed an area near the 30/25 cm mark that had significant staining and/or a thin layer of biological material which is believed to be the area of the thrombus. The catheter surface at the thrombosis location appeared the same as the rest of the catheter body; no difference was observed. The inside diameter of the catheter was confirmed to be within specification and without occlusions since a 0.018" long pin gage was inserted into the catheter distal hub and it passed through the tip without resistance. Both lumens were also flushed with water using a 10 ml lab inventory syringe and no occlusions or resistance was met. The catheter was tested for coating content other remarks: for information only since parameters are not established for used and decontaminated catheters. The content measured 81.85% which confirms the presence of the antimicrobial and anti-thrombogenic coating. The IFU for this product states that the practitioners must be aware of complications associated with central vein catheters including thrombosis. It also states that the practitioners must be aware of any current or previous clinical conditions that may limit the use of PICC catheters including thrombosis. A device history record review was performed and did not reveal any manufacturing related issues. Based on the information provided, the condition of the sample returned, and that thrombosis is a possible risk with use of this catheter, operational context caused or contributed to the reported event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was placed on (B)(6) 2016. It was discovered there was non-occlusive thrombis in the axillary and proximal basilic vein consistent with dvt and superficial vein thrombosis. As a result, the catheter was replaced on (B)(6) 2016. There was no patient death reported.